Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized last (B)(6) 2014 due to high blood glucose. Customer was wearing the insulin pump at the time of hospitalization and was taken out and was placed in intensive care unit, intravenous insulin drip and clear fluids. Customer's blood glucose was 800 plus mg/dl. Customer stated that patient still in the hospital and wanted someone to come to the hospital to see and check the insulin pump. Customer declined to do troubleshooting. No further information provided.